Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event, corrected data: (report sources) updated from ¿health professional" to ¿foreign, health professional, user facility"

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "the customer is complaining about intermittent failure: eeg traces visible on the screen, but no psi calculation, despite clear waveforms, good quality contact (green electrodes indicator) and no emg or artf. The issue can occur from the beginning of the monitoring period or in the middle of a surgery". No known impact or consequence to patient was reported.